Manufacturer narrative:
The insulin pump was received with missing segments due to a cracked lcd zebra connector. The unit was unable to performa ny tests due to the missing segments/partial display. The following physical damage was noted: cracked battery tube threads, cracked reservoir tube lip, cracked casing near the display window corners, and minor scratches on the display window.(B)(4).

Event description:
The customer reported via phone call that their insulin pump had a partial display anomaly. The patient's blood glucose at the time of incident is unknown. The customer confirmed that the device was neither dropped nor bumped. The customer did not have another battery to try inside of the insulin pump. The insulin pump was returned for analysis.